Event description:
It was reported that at the end of a pulsed field ablation (pfa) procedure, using a non-(B)(6) pfa system for the pulmonary veins, and the ngen generator for the cavotricuspid isthmus (cti) line, the patient developed st elevation in the anterior leads. An interventionalist was brought in for coronary angiography and it was found that the patient had a left anterior descending (lad) spasm. The spasm self-resolved without intervention and the patient¿s st segments returned to normal. The patient was transferred to the critical care unit (ccu) for observation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).